Event description:
Cleaning brush stuck in the operation channel. The defect happened during the first cleaning procedure and has never been used on a patient. This event occurred at the time of reprocessing. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: incoming inspection done with gauge ball and cleaning brush has stated that there is no defect detected, both gauge or pentax brushes are going through the operating channel smoothly. Furthermore, no defect detected with the borescope inside the channel.